Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodged. The target lesion was located in the right coronary artery. A 3.50 mm x 32 mm promus element plus stent was deployed in the mid right coronary artery. Then a 4.00 mm x16 mm promus element plus stent was advanced through a non bsc guide catheter distal to the first placed stent. When they catheter was pulled it back into position, the stent was stripped off the delivery balloon. They advanced a 2.0 mm unspecified balloon through the stent, expanding it up and kept it expanded with a different size balloon, deploying it to its full size. The procedure was completed with this device. No patient complications were reported and result was fine.